Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted in the pump body near the adhesive line. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. A separation was noted in the bladder of cylinder 1. This was a site of leakage. The surfaces of the separation appeared melted, indicating contact with cauterizing instrumentation (note 3). Partial separations within abrasion were noted on both cylinder exhaust tubes. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. Partial separations within abrasion were noted on the reservoir inlet tube. These were not sites of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the pump body. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Event description:
Additional information received indicated a clear, odorless, sticky fluid was coming out of the tube and reservoir.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Lot number: 1645004.

Event description:
According to the available information, there was a tubing tear from the pump to the cylinder. The device was removed and replaced.